Manufacturer narrative:
Bleeding is a known potential adverse event and is documented in the device labelling.

Event description:
Patient experienced severe epistaxis 2 weeks post neuromark procedure. Patient underwent right sphenopalatine artery ligation to resolve the issue. There has been no bleeding since this procedure and the event is resolved.